Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that the patient had an inflammatory reaction in the abdomen at an old cannula site. The event was experienced on (B)(6)2023. Patient started antibiotics last week due to the inflammatory reaction. No further information available.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.